Event description:
The customer reported that during a functional test the error 1260 appeared. There was no patient involvement.

Manufacturer narrative:
B3 - date of event was unknown, hence captured as first day of ICU aware month. The suspect pump was returned for evaluation. A review of the 12-month service history confirmed that the device had not been serviced during this period.the device underwent both visual and functional inspection. During testing, the pump displayed error code 1260 upon power-up, confirming the complaint reported by the customer. The probable root cause was identified as a defective mainboard. After repair, the device passed all functional testing and was prepared for return to the customer. It will also undergo final functional and delivery testing. The device will be returned to the customer once all functional and accuracy test results are verified to be within specified limits. If any functional or delivery tests fail to meet specifications, the device will be returned to the technician for additional repair and evaluation.